Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 150 mg/dl and a sensor glucose level of 50 mg/dl. Customer also reported having issues with calibration and bent cannulas. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one random opened and used partial sensor. We performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due the insertion needle not being returned, only sensor. Found cannula bent unable to confirm due to receiving sensor in said condition due to customer returning it opened and used.